Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: other relevant history. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown synthes matrixorthognatic gold plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: suojanen j. Et al (2018), comparison between patient specific implants and conventional mini-plates in le fort I osteotomy with regard to infections: no differences in up to 3-year follow-up, journal of cranio-maxillo-facial surgery, volume 46, pages 1814-1817, (finland). The aim of this study was to compare complications associated with fixation with psis (31 patients) versus conventional mini-plates (37 patients) in le fort I osteotomy. Between november 1, 2011, to november 30, 2013, 37 patients treated with le fort I osteotomy including repositioning of the maxilla with conventional wafers and fixation with mini-plates using an unknown synthes matrixorthognatic gold plate were included in the study. These patients were then compared to a group of 31 patients treated with a competitor¿s patient-specific implants (psi). All patients visited the clinic for postoperative controls according to the clinical protocol, with no follow-up data missing. The average follow-up for the mini-plate group was 49 months (range, 38 to 62 months). Complications were reported as follows: a (B)(6) year-old male had a wound infection in the right maxilla after 10 days postoperatively. This report is for an unknown synthes matrixorthognatic gold plate. This is report 1 of 9 for (B)(4).